Event description:
The customer reports the safety screw spike feeding set was leaking between the hose connection and the proximal port to the nutrition.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. This complaint will be closed with no further action; if a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for qa tracking and trending purposes.